Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances. Reprogramming was attempted but did not resolve the impedances. The patient underwent a lead replacement procedure and is doing well post-operatively.

Manufacturer narrative:
The returned lead was analyzed and visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. A labeling review was performed on the lead's instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances. Reprogramming was attempted but did not resolve the impedances. The patient underwent a lead replacement procedure and is doing well post-operatively.